Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery cartridge was broken. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a broken battery cartridge. It was noted that the liquid crystal display (lcd) was defective. The device was not repaired. If information is provided in the future, a supplemental report will be issued.